Manufacturer narrative:
The manufacturer device date was provided as 01/28/2010. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. The risk management files and trending were reviewed. There is not a recognizable adverse trend. The risks and mitigation's associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. No labeling change is required. The review of the device history record (DHR) for ellips phaco handpiece showed that there were no related issues or related non-conformities. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 09/12/2019. Device returned to manufacturer? Yes. Device evaluation: the handpiece was inspected, evaluated and the failure could not be confirmed. The cable assembly was found to have intermittent connection on pin 4. The resistor value on pin 4 could not hold a constant value. However, this could not have caused the tip of the handpiece to smoke. This was most likely caused by improper cleaning by the customer causing particles to be trapped in the tip of the handpiece. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event is unknown as it was not provided (B)(6). Device manufacture date: unknown/ not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that visible smoke came out of the ellips fx phaco hand piece. There is no information that smoke was observed during a procedure and there was no patient contact injury reported. No additional information was provided.